Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no evidence of loss of cartridge detection observed in the pump history. A rewind, load, and prime sequence was performed with no alarms occurring. The force sensor calibration was found to be within specification. There were no defects found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
Correction/removal reporting number: 2531779-03/24/2010-003-r. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump dispensed insulin during the load cartridge phase. The patient stated that she was attached to the site at the time and a family member drove her to the emergency room. The patient stated that her blood glucose (bg) prior to the event was 270 mg/dl and her bg remained between 250 and 260 mg/dl. The patient decided that she did not need to sign into the emergency room. The patient reportedly put a new cartridge into the pump and the load step worked appropriately. This event is reported as a malfunction based on the allegation that the pump dispensed insulin during the load cartridge phase.